Event description:
On (B)(6) 2013, cormatrix cardiovascular received details of two events involving the use of cormatrix ecm for cardiac tissue repair on the same patient. This is the second of two reports. Refer also to mfg report number 3005619880-2013-00031. All details are provided below. It was reported that on (B)(6) 2013, a patient underwent a repair of an anterior mitral valve leaflet defect with a cormatrix ecm for cardiac tissue repair device. The surgeon fashioned a 4cm patch and closed the defect with a running suture line. The patient later presented with regurgitation at the site of the repair. On (B)(6) 2013, upon re-entry, it was discovered that the ecm patch had dehisced and the suture line may have unfurled. The surgeon augmented the original patch with another cormatrix ecm for cardiac tissue repair device using a running suture line supported by a few interrupted sutures. The patient once again presented with central mitral valve regurgitation. On (B)(6) 2013 the patient was re-operated on and upon re-entry it appeared that the patch was completely gone. The patient then received a prosthetic mitral valve.